Event description:
Boston scientific received information that the morning following the implant procedure, the patient received multiple inappropriate socks due to oversensing noise while lying down in bed. Therapy was not exhausted as a result of the inappropriate shocks. Impedances increased, but then decreased. Noise could be reproduced in all vectors except secondary vector. Air in the pocket was initially suspected, however the time frame of when inappropriate therapy occurred and implant are past the time frame that air in pocket has been seen in the past. It was then discussed whether a connection or setscrew issue could be the cause. An x-ray was taken which was inconclusive, but boston scientific technical services (ts) thought the electrode appeared to be inserted properly. Subsequently a procedure was performed to check setscrews and connections upon opening the pocket, no issues were observed with either and proper connections were verified. A new device was connected to the electrode and the pocket was closed. Following pocket closure, the same issues recurred because of this, the electrode was suspected to be the cause of the issues, therefore was replaced. Once a new electrode was connected to the replacement device, no further issues were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was then sent for a CT scan of the sense b weld on the terminal block. The CT scan found no abnormalities with the weld. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.